Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 468 mg/dl. During troubleshooting, device passed the high pressure test. Customer mentioned to have delivered bolus but blood glucose remained high. After troubleshooting, customer was advised to contact the healthcare professionals. Customer will not be returning the device for analysis.